Event description:
On 6/14/1990 an ipp device was implanted. On 4/11/1997 the dr reported "device is not inflating." Info received on 12/15/1997 indicated the entire device was removed from the pt on 7/9/1997.

Manufacturer narrative:
Pump performed within specification. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder had torn fabric and bulging.